Event description:
It was reported by repair work order that the customer alleged that both tracks were binding.

Manufacturer narrative:
The customer was unable to make the device available for evaluation.

Event description:
It was reported by repair work order that the customer alleged that both tracks were binding.